Event description:
Two patients on unit with swan ganz catheters connected to the hemosphere had the oximetry catheter dislodge. Both patients had the oximetry catheter connected to the hemosphere oximetry cable. Both patients were independently able to sit up in bed, or to dangle. Both patients were found with the wire hanging out of the catheter and the cable still connected. Both patients' hemodynamic measurement data continued to be displayed on the hemosphere.